Manufacturer narrative:
The facility¿s biomedical engineer technician advised that he has connected the fiber optic test equipment to the cardiosave iabp and all reading were within specifications. The technician noted that the fiber optic assembly appeared tilted to one side and he will correct the alignment during an upcoming preventative maintenance (pm). The technician confirmed that he later performed the pm and the iabp unit passed the inspection without issues. The unit has been returned to the customer and cleared for patient use.

Event description:
It was reported by an ICU nurse that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure. The first iabp was taken to the biomed labeled with the alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp in connection with this event. The customer's biomed had advised that they are waiting for parts to arrive in order to perform the repair on the iabp unit. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported by an ICU nurse that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure. The first iabp was taken to the biomed labeled with the alarm. There was no patient harm and no adverse event was reported.